Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that a patient presented to the clinic due to pain in the pocket area. The physician noted that the insertable cardiac monitor (icm) was eroding out of the pocket. The area around the pocket was red and the physician concluded that the patient had an infection. The physician elected to explant the icm. The patient condition was stable.